Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as january of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the patient experienced discomfort while treating. The patient rated that the discomfort was at an 8 or 9 out of 10. Once the patient removed the unit the discomfort subsided to a 6 or 7 out of 10. The patient was treating 24 hours per day for approximately one week before the discomfort presented. The patient also shared he really does not see his surgeon anymore due to insurance constraints, but he might report this discomfort to his primary care physician (pcp). The patient discussed conducting a time test with customer service. The patient agreed to proceed with this routine and call customer service back if there are any issues. No further consequences are reported. There was no product returned for further evaluation.

Event description:
It was reported that the patient experienced discomfort while treating. The patient rated that the discomfort was at an 8 or 9 out of 10. Once the patient removed the unit the discomfort subsided to a 6 or 7 out of 10. The patient was treating 24 hours per day for approximately one week before the discomfort presented. Later, the patient indicated that he was still experiencing extreme discomfort even after conducting a time test for 1 hour. The patient did not discuss the issue with his pcp, but did seen another orthopedic surgeon who recommended an injection into his neck, an epidural. The patient stated that he has a pinched nerve from the site of his previous surgery that is causing the pain, the device exacerbates the pain. The patient stated the orthopedic surgeon is aware that he's using the bone stimulator, the surgeon only recommended the injection but did not state that the patient should stop treatment with the stimulator. The patient does not want to continue treatment due to the ongoing discomfort. No further consequences are reported. The spinalpak assembly was returned for further evaluation.

Manufacturer narrative:
Corrections in b4: date of the report, b5: event description, d2a common device name, g6: type of report, and h3, h5. Additional information in d8-9, g3, h2, h6: component, investigation type, findings, and conclusions and h10: additional narrative investigation summary: the spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number m78181 received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on june 02, 2025 the compliance data indicates the unit treated for 6 days 07 hours and 48 minutes. Review of the DHR indicates that unit was manufactured on december 21, 2024. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "pain". No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. Review of complaint history identified (53) total complaints from ((B)(6), 2024) to ((B)(6), 2025) for pn ((B)(6), (B)(6)) and events related to (pain). Keyword search criteria: (complaint code: medical: pain, medical: swelling) the search could not be specified further because the main complaint was pain and swelling. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.